Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed open sores caused by the lifevest. The sores were open and bleeding. The patient's nurse recommended the use of corn starch on the sores. During a follow up call, the patient reported that the sores had improved.